Event description:
Reportedly, during testing, an oxygen sensor error occurred, which could not be solved by calibration. Replacing the oxygen sensor resolve the issue. There was no patient involvement.

Manufacturer narrative:
The returned oxygen sensor was visually inspected and no anomalies were noted. The sensor was then installed into a test fixture and tested. The sensor failed the testing confirming the reported complaint. The oxygen sensor was confirmed to be defective.